Event description:
The patient feels electric shocks on one side of the body. The sensation occurs irregularly several times a day. His arm twitches. Impedance measurement execution of different movements. The feeling could not be reproduced. The patient wears a pacemaker from st. Jude medical. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).